Event description:
The patient was hospitalized for a stomach virus and dka in 2007. The patient was subsequently hospitalized for elevated blood glucose levels the next month.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a crack in the pump case, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.